Event description:
There was an allegation of a questionable false positive elecsys hiv duo result from the cobas e 801 analytical unit for one patient. The initial result was reactive, and also reactive twice with the eflow. The sample was sent out for confirmation testing, and the result was negative for antibodies. The customer sent the sample out for ribonucleic acid (rna) testing, and it was determined to be non-reactive. All of the results were reported in real-time; however, they waited for all of the results to be completed before acting on the results.

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). A field service engineer (fse) verified the rinse levels and inspected the probes and sipper nozzles; no issues were found. The fse completed an instrument check, and the results were passing. The investigation is ongoing.

Manufacturer narrative:
The alarm trace report contains alarms for the following: sample clot detection, sample foam detection, abnormal aspiration (sample pipetter s1), sample probe: abnormal aspiration, and sample short errors. These are consistent with possible poor sample quality. The sample was confirmed to be a false positive following confirmatory testing. Per product labeling, "repeatedly reactive samples must be confirmed according to cdc recommended confirmatory algorithms. The subresults for either hivag or ahiv can be used as an aid in the selection of the confirmation algorithm for reactive samples." The investigation did not find a general product problem.